Event description:
It was reported that the user experienced a hypoglycemic event after a double meal announcement, followed by overtreatment that resulted in hyperglycemia up to 358 mg/dl for approximately four hours; the ilet subsequently stabilized glucose and no device alerts for prolonged hyperglycemia were reported. Symptoms included a headache during the hyperglycemic period. Outcomes included transient hypoglycemia under 70 mg/dl for about ten minutes and hyperglycemia above 180 mg/dl without need for professional medical care, hospitalization, or backup therapy; non-clinical assistance was provided by a caregiver out of kindness. Investigation included review of device-reported alerts and user-reported use conditions. Investigation of this case revealed that the events were attributable to user-related use error involving incorrect meal size entry and subsequent overtreatment, with no malfunction or alarm abnormality identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement and carbohydrate treatment behavior.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.